Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient's left ventricular (lv) lead required a revision procedure for an unknown reason. During the procedure, the system was programmed to electrocautery protection mode, yet the boston scientific field representative present at the procedure observed what appeared to be inhibition. Boston scientific technical services (ts) was contacted and discussed that if the cautery was too close to the system, the device can truncate the pace. Additional research indicates the device and lv lead were explanted. Additional information has been requested. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating that the reason for the procedure was because the left ventricular (lv) lead had dislodged and pulled back into the coronary sinus.